Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent a pulmonary valve explant after an implant duration of twelve (12) years, ten (10) months due to regurgitation and rv to pa conduit stenosis. It was also noted that the patient had a "complex cardiac anomaly." This was replaced with a 25 mm pericardial bioprosthesis. There were no reported complications.

Manufacturer narrative:
Evaluation summary the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Method: device not returned. Additional manufacturer narrative: through investigation, it was learned that this aortic device, implanted in the pulmonary position, was placed inside of a conduit prosthesis. Implant in the pulmonary position is not indicated in our instructions for use (IFU). A review of the IFU was conducted and was deemed adequate. Per the IFU, this bioprosthesis is intended for use in patients for aortic valvular disease. It is also intended for use in patients in which the previously implanted prosthesis is surgically excised and replaced by the replacement prosthesis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.